Manufacturer narrative:
A replacement power supply was sent to the customer. A product evaluation on 11/06/2014 confirmed the customer's report that the transformer housing was breached. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed that the cord was twisted with exposed wires and the dc plug was missing. The power supply was not plugged in as the dc plug was missing. The resistance across the ac blades measured as 0.2 ohms, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported that the power adapter for her pump in style device broken open in their hand, which is a safety issue.